Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The ventilator passed self-testing.

Event description:
Report received that during patient use, the graphic user interface was inoperable. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.